Manufacturer narrative:
Additional information received 7/19/2016 that the malfunction alarm occurred again multiple times. The pump stopped all insulin delivery. The customer's blood glucose (bg) was impacted 350 (mg/dl). The customer took a manual injection and drank water. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) level was 170 (mg/dl). The customer took a manual injection.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Event description:
It was reported that multiple intermittent malfunction alarms occurred and the pump stopped all insulin delivery. Subsequently, the pump was noted to be unresponsive. The customer's blood glucose (bg) level was impacted, elevating from 170-350 (mg/dl). The customer addressed their bg by taking manual injections and drinking water. It was indicated that the customer was using manual injections for alternate insulin therapy.